Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. There was damage observed on the guidewire exit port assembly. The unit returned has catheter broken. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the exit port was caught by the stent and became broken. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross was used to visualize the target lesion. After a non bsc stent was deployed, pullback was performed. When the imaging catheter was removed, it was noted that the exit port was caught by the stent and was broken. The device was retrieved using a snare approaching from the inguinal area. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the exit port was caught by the stent and became broken. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross was used to visualize the target lesion. After a non bsc stent was deployed, pullback was performed. When the imaging catheter was removed, it was noted that the exit port was caught by the stent and was broken. The device was retrieved using a snare approaching from the inguinal area. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.